Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a low blood glucose (bg) level of 5-20 mg/dl. Cause was not known. Reportedly, the customer was asleep and their parent could not wake them so they contacted 911. Customer sustained bruises being "knocked silly" during the low event. Customer was treated with intravenous (IV) drips of glucose and saline. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.